Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided¿which may include the returned device (if available), photographs, videos, event description, and any additional field input¿arthrex has determined that the most likely cause is attributed to a patient-specific event. Per dfu-0111-7, revision 0, section e (warnings), states that: postoperatively and until healing is complete, fixation provided by this device should be considered temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by the device should be protected, and the postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device.

Event description:
On (B)(6) 2025, a facility notification was received via email regarding the pmcf study titled "pmcf survey on arthrex screw devices (cer-w)". A facility representative reported that a patient underwent an unspecified procedure due to collateral ligament instability. The date of the procedure was not provided. The healthcare professional (hcp) reported that implant fixation was not achieved successfully due to nonunion of a bi-cortical post screw. The hcp also reported that a revision surgery was performed. The date of the revision surgery was not provided. It is unknown whether the implant fixation issue was related to the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.